Manufacturer narrative:
Initial reportertelephone: (B)(6). Manufacturing record review is pending all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that the haptic stuck to the optic of a tecnis zcb0000190 intraocular lens (iol). The surgeon manipulated the haptic and it loosened correctly. The device was discarded.

Manufacturer narrative:
Corrected data to initial report: the statement: ''the device was discarded.'' Was inaccurate. To our knowledge, the device remains implanted. Explanted date: not applicable; lens remains implanted. Placeholder.

Event description:
Additional information was provided indicating that the customer has been using this lens for over 7 years and is using the zcb00 model together with the platinum injector. The cartridge is model 1mtec30. It was also stated that the haptics stick together and not haptic stuck to optic as previously stated in the initial medical device report (MDR).

Manufacturer narrative:
Additional information was provided indicating that the customer has been using this lens for over 7 years and is using the zcb00 model together with the platinum injector. The cartridge is model 1mtec30. It was also stated that the haptics stick together and not haptic stuck to optic as previously stated in the initial medical device report (MDR). The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material / manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. Based on the manufacturing record review the documentation showed that the production order was manufactured according to specifications and product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.